Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported that insulin pump had a crack on display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube windowcorner.